Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithotripsy of ureteral stone procedure on (B)(6) 2013. According to the complainant, during the procedure, the body of the fiber broke outside the patient. The procedure was completed with the same accumax laser fiber device. The patient condition at the conclusion of the procedure was reported to be fine.